Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. No device malfunction was suspected. The explanted devices will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the patient experienced loss of stimulation due to lead migration. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5100119/5100349.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. No device malfunction was suspected. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.